Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient blacked out while driving and had to be hospitalized. The caller stated that the cause of the blackout was unknown, so they did not know if it was related to the device or therapy. The caller stated that the patient was released from the hospital and was prescribed an external cardiac monitor ((B)(6) with bluetooth) to wear on their chest, which would be in close proximity to the ins. The caller asked if the cardiac monitor would interfere with the ins. Agent reviewed details with the called and advised the caller to have the patient's healthcare provider call technical services for further review. Agent also redirected the caller to the patient's managing healthcare provider to further address the blackout and what may have caused it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the patient¿s second reported seizure was on (B)(6) 2022. The results of the brain MRI were unknown, but the cause of the seizure wasn¿t determined and it was unknown if it was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a seizure on (B)(6) 2021 and another on (B)(6) 2021. They are wondering if the cause of the seizure activity is due to the dbs stimulation. There are no known factors that led to this issue. The patient is scheduled for a brain MRI on (B)(6) 2022. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient blacked out while driving and had to be hospitalized. The caller stated that the cause of the blackout was unknown, so they did not know if it was related to the device or therapy. The caller stated that the patient was released from the hospital and was prescribed an external cardiac monitor ((B)(6) with bluetooth) to wear on their chest, which would be in close proximity to the ins. The caller asked if the cardiac monitor would interfere with the ins. Agent reviewed details with the called and advised the caller to have the patient's healthcare provider call technical services for further review. Agent also redirected the caller to the patient's managing healthcare provider to further address the blackout and what may have caused it.